Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) of 47 mg/dl; cause was unknown. Bg was addressed with juice. The customer alleged that the basal iq feature resumed insulin therapy when bg level was still low. Review of the pump data logs by tandem quality engineer verified that the insulin delivery had remained suspended due to the basal iq feature until the user manually resumed insulin delivery. An attempt was made to relay the information verified; however, the customer declined.